Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels. The user was firing at 100% firing power when some blue and purple pixels were noted around the probe. The laser power was lowered to 78% firing power which helped the blue pixels dissipate slightly. The user also let off the foot pedal. The physician performed a biopsy prior to the ablation procedure which was flushed with a solution. There were no patient complications reported in relation to this event.